Event description:
The customer complained of the insulin pump alarming. Troubleshooting was performed, but the alarms kept recurring. The customer was advised to discontinue use of the insulin pump and revert to manual injections to treat her diabetes. The customer declined to have a replacement pump sent to her at the time of the phone call. The customer did not have manual injections to treat her diabetes. The customer was advised to seek medical attention to treat her blood glucose levels because she did not have a backup plan. The reported blood glucose reading was 143 mg/dl. After the initial phone call, the customer called back to arrange for a replacement insulin pump to be sent to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.